Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2016-00052 / 00053) the previous revision procedures on february 18, 2004, may 20, 2004, april 19, 2010, june 2, 2010, february 17, 2014 and allegations for left side were reported on medwatch numbers 0001825034-2013-04929 / 04930 & 05722 & 0001825034-2014-07876. Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, a closed reduction procedure was performed on (B)(6) 2004 due to dislocation. It was further reported patient underwent a revision procedure on (B)(6) 2004 due to dislocation. During the procedure, the polyethylene liner and modular head were removed and replaced. It was further reported that patient underwent a second revision procedure on (B)(6) 2010 due to pain and infection. During this procedure the acetabular cup, polyethylene liner and modular head were removed and replaced with a hemi-prostalac. The patient underwent a revision procedure on (B)(6) 2010 in which the hemi-prostalac components were removed and replaced with a modular head and competitor acetabular cup and polyethylene liner. Subsequently, it was reported that patient underwent a third revision procedure on (B)(6) 2014 due infection. During the procedure, the modular head and competitor acetabular cup and polyethylene liner were removed and replaced with cement spacers. It was further reported patient underwent a revision procedure on (B)(6) 2014 in which the cement spacers were removed and replaced with a modular head and competitor acetabular cup and polyethylene liner. Subsequently, the patient underwent a fourth revision procedure on (B)(6) 2014 due to infection. During the procedure, all components were removed and replaced with a girdlestone.